Event description:
It was reported that additional information was received from representative indicating that during a diagnostic testing at a clinic visit maximum output failed to capture. It was reported that this right ventricular lead was dislodged and repositioned at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead was dislodged and repositioned at a surgical intervention. No additional adverse patient effects were reported.